Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported insulin squirting out during the manual prime process. Customer's blood glucose is unknown. Customer uses the proper priming process. Troubleshooting found no anomalies with the device or customer's method. During troubleshooting, customer said she was tired and would call back later for more help. Nothing further reported.